Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 5 mg/ml for a total dose of 0.9997 mg/day and bupivacaine 10 mg/ml for a total dose of 1.999 mg/day via an implantable pump for non-malignant pain. It was reported the patient had their pump implanted on (B)(6) 2017. The patient came in for a wound check on (B)(6) 2017 and examination revealed the incision site had redness noted. The patient was started on bactrim/antibiotics. Examination on (B)(6) 2017 revealed redness and tenderness at incision site. Clindamycin 300 mg was prescribed four times a day for 7 days. Examination of the wound on (B)(6) 2017 revealed no redness or tenderness. On (B)(6) 2017 examination revealed incision site itching. Nystatin ointment was prescribed for 2 to 3 times daily as needed. The outcome of the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis was incisional site redness noted. The patient's weight was 224 pounds. The event date was (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. No further complications were reported/anticipated.